Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 37746, serial#: (B)(4), product type: programmer, patient. Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-nov-2016, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete [refer to regulatory report #3004209178-2021-06614 for details pertaining to the implantable neurostimulator (serial # (B)(4)) related event as the lead was used with two systems] if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, and a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient tried to charge the ins, it wouldn't work, there was a communication/telemetry failure and the ins was dead. The patient stated they were seeing a reposition antenna screen. The patient noted they had been trying to get a hold of the rep on and off for 2 months but they wouldn't call them back. On the call, the patient tried communicating with the recharger (insr) and confirmed seeing reposition antenna. The patient stated the last successful recharge was a little over 2 months ago. The patient also reported that the patient programmer (pp) was unresponsive and they couldn't seem to get a specific picture off the pp screen. The patient said only way they could get it off was if they reset the pp. The patient stated they were seeing the time, they tried to set the time but they couldn't seem to get past this. On the call, the patient reset the pp and tried communicating with the pp but then saw a "system set up" screen. A replacement pp was sent to the patient and the patient was instructed to follow-up with their healthcare professional regarding a possible ins overdischarge. No symptoms were reported. Additional information was received from a healthcare provider via a manufacturer representative and it was reported that the patient was scheduled for a battery replacement only on (B)(6) 2021. They could not check the battery or the lead prior to surgery as the battery was completely dead. When the surgeon loosened the top screw on the old battery to remove the lead from the battery, the lead wouldn't come out of the battery. After many attempts of tightening the screw down, loosening it again, and pulling the lead out, it would still not come out of the top port of the battery. The surgeon stated that the lead looked like there was some corrosion on it where it met with the battery. The surgeon had to use hemostats to remove the lead. He did have to pull hard enough that damage happened to the outer layer of the lead and was unable to insert that portion of the lead into the new battery. It was at that point that the surgeon requested a new lead and new battery. A new lead was implanted. The issue was resolved at the time of the report and the patient's status was alive-no injury.